Event description:
It was reported that the atrial lead dislodged three times. The lead could not be repositioned. Subsequently the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.